Manufacturer narrative:
One (1) modified square 5.5 si driver [product code: 6983-41-353] was returned for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver tip was not returned for analysis. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the modified driver distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The modified square 5.5 si driver [product code: 6983-41-353] was not returned to the complaints handling unit (chu) for evaluation. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the device we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned.

Event description:
Last week we had an incident in a revision case with an expedium 5.5 powerease driver (6983-41-353, lot#gm4189901). The previous case was an l4-s1 posterior fusion. The case we were doing last week was an l4-pelvis posterior fusion with expedium 5.5. After we took out the old screws, the surgeon began putting in new screws. He was putting in an 8x50 at the right l5 when the expedium powerease driver broke. The tip sheared right off and remained in the head of the bone screw. We tried to place a tiny rod in the head with a set screw final tightened on top and then taking the counter torque overtop to back out the screw. This method did not work. The next method was to break the poly head off the bone screw and use a female easy-out from the hospital's removal set. The easy out grabbed onto the bone screw and with enough force we were able to back out the bone screw. The surgeon made sure that no parts of the poly head, bone screw, or easy-out were left in the patient before proceeding. He found nothing. We then tapped the whole line to line with an 8mm tap and placed an 8x40 screw in its place. The screw was placed properly and we continued on with the case. The procedure was completed successfully without patient harm.